Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with no asystole. It was noted that this lead was inactive and has been programed off for multiple years. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.